Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisting the customer in doing so. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue reappeared.